Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had air bubbles in the reservoir. Customer blood glucose reading was unknown. The size of the air bubbles is large. The air bubbles are in reservoir. The air bubbles are in the top of the reservoir. Customer does not have a reservoir plunger available. The products will be returning for analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoirs. Performed pre-fill test to reservoirs per dop114-811. Found no air bubbles were observed during analysis. Checked o-rings or stopper groove for defects and none were found. Conclusion: no air bubbles. Also ran basal bolus occlusion test per dop114-811 as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into paradigm pump. Conclusion: reservoir no air bubbles. (B)(4).